Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving excessive no delivery alarms when attempting to deliver a bolus. The customer had also been experiencing high blood glucose levels. The customer's blood glucose was 365 mg/dl. Troubleshooting could not be done due to the alarm being a past event. The customer confirmed that the issue was already resolved by an infusion set change. Advised that a replacement reservoir and infusion set would be sent. The customer returned his infusion set and reservoir for analysis. Nothing further reported.